Event description:
It was reported that during ventilator treatment, no volume was delivered to the patient. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. The ventilator passed all safety and functional tests and was returned for clinical use. No parts were replaced. The ventilator logs were downloaded for further evaluation. The event log confirms several alarms have been generated on the reported event date indicating a leakage in the patient circuit; expiratory minute volume low, peep low and respiratory rate high. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. According to the test log, the ventilator passed pre-use check prior and after the reported event date. The root cause of the event has not been conclusively determined but is most likely due to a leakage in the patient circuit. Alarms for this will be generated. There are no indications of a ventilator malfunction at the time of the event.

Event description:
Manufacturer's ref #: (B)(4).